Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. The noise was reproducible with no out of range impedance measurement and no pauses greater than two seconds observed. The physician decreased atrial sensitivity and will continue to monitor the patient. The source or cause of noise was not determined. This ra lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The inspection of the lead revealed a damaged insulation between approx. 15 cm and18 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured. These findings can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular. First rib entrapment. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Following inspection revealed deformations of the inner coil close to the is-1 connector pin which were caused most likely by overrotation of the inner coil during the extension or retraction of the fixation helix. This damage led to a fracture of the inner coil. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.